Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery compartment was cracked. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 03/21/2017 with the following findings: the power complaint could not be duplicated or confirmed with investigation. No related power issues were observed in the black box. A battery compartment was observed. The battery cap was undamaged and the contacts dimensions were within specification. The pump powered on. No damage or defect was found to the pump's internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.